Event description:
A customer reported that the infusion cannula was not fitting tightly into the trocar cannula during a procedure. There was no pt harm reported.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. This is one of one complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The returned 23ga infusion cannula and trocar cannula were visually inspected with the aid of microscope. No deformity was observed. The infusion cannula was dropped into the trocar at different orientations. The infusion cannula fell all the way into the trocars without any extra pressing force. This is non-conforming per the design which requires interference between the infusion cannula and the trocar cannula at all orientations. The infusion cannula was then removed from the trocar cannula at different orientations, and it was again confirmed that at certain rotational orientations, the retention force of the infusion cannula was very low. The returned infusion cannula was dimensionally inspected for the following dimensions that are critical to retention: hub od and tip od. Both of these dimensions were within spec. The samples have been sent to another mfg site for further investigation. The root cause is unk; the customer complaint was verified, however, it is believed to be related to design specification. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).